Event description:
It was reported that the pt underwent a lic stent procedure in 2005, using the acculink and accunet device. Pt tolerated the procedure well and was discharged home 4 days later. Pt is status post mitral valve replacement requiring coumadin therapy. Pt presented to ER the following month, stating they fell with complaints of increased pain and swelling to area and bruising to left upper arm. Pt was given ice cap to site of right gluteel hematoma and rx for percocet; discharged home. The pt returned home and called family member stating they did not feel well; family member instructed pt to call family physician. Pt seen early am by family physician and complaint now of right arm "tingling". Transferred to emergency room. Right arm tingling with weakness noted. CT head revealed intracerebral bleed with leaking into subarachnoid spine. Pt admitted to ICU. Right arm weakness progressed to right arm flaccid. Neurological status deteriorated. Pt required endotracheal intubation. CT scan revealed dramatic increase of intracerebral hemorrahage of the left parietal lobe. Pt seen by neurology and neurosurgery. Posturing to deep pain stimulus on exam. +bebinsk sign. The following day, pt condition unchanged. Pt completely unresponsive. Bp 50 systolic, hr 140's, ventilator dependent. Pt expired following intracerebral hemorrhage with herniation at 1505 hours the following day.